Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller was not with the patient so troubleshooting was not possible at the time of the call. Caller indicated that the insr was not showing that it was charging the ins¿s. Caller confirmed that the same issue was occurring with both implants. Caller was unsure what was being displayed on the insr screen. Patient services reviewed that there were many variables and potential root causes, which was why the patient and equipment needed to be present for troubleshooting. Caller stated that this had started happening last week sometime. Caller was going to call back once they were with the patient. Caller stated the patient was currently was in the ER because the patient fell yesterday and the patient had cut their arm and had swelling after the fall. The patient was getting x-rays take while at the ER. Patient asked if the fall and injuries were related to the dbs device/therapy and the caller was not sure. Caller called again and said they could definitely take them to see the doctor but they could get 6 boxes filled when charging and the battery was blinking and it was about 90% full. The caller asked if it was ok to charge the other implant and the patient services said that was ok. The caller called back again and stated they were not able to charge the implant. Caller stated the patient was not getting the coupling bars. Troubleshooting was done by repositioning the antenna over the ins. The patient was then able to get 6-8 coupling bars. Patient confirmed the ins was about 75% charged and the insr was about 100% charged. The patient had a traumatic fall the previous day and has had many falls. Patient services reviewed that the trauma could¿ve caused the device issues and caused poor coupling. Caller was told to consult hcp if issues persist. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating they were working with the patient around the recharging issue and planned to try adhesive disks to help sustain coupling. Additional information was received from the manufacturer representative stating they were going to meet with the patient to do a check on their system and their recharge experience. The caller didn't know exactly what the recharge complaint was now. Information regarding insr antenna frayed cord has been omitted as it is contained in pe# (B)(4).